Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" while in use with a patient and the customer verified that the exhalation valve was defective. The customer reported that the exhalation valve was replaced and ventilator was working. The customer did not report if there was any patient harm or injury, it is currently unknown.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Failed on behalf of contamination. The exhalation valve was disassembled and contamination was noted and photographed inside the bottom of the housing, inside the magnet, and on the bottom of the coil allowing no pressure in the exhalation valve. This issue will be internally investigated within vyaire.